Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3186, scs lead, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.